Event description:
As reported, the balloon ruptured on two unknown 5f mynx control vascular closure device (vcd) because it got caught in calcium during the procedure. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes. The patient recovered and there was no reported patient injury. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was no vessel tortuosity. The device was prepared and used in accordance with instructions for use (IFU). The device was opened in a sterile field. There were no visible signs of device/package damage prior to use. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will be returned for evaluation.

Manufacturer narrative:
This report is related to report #: 3004939290-2022-02719. As reported, the balloon ruptured on two unknown 5f mynx control vascular closure devices (vcd) because it got caught in calcium during the procedure. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes. The patient recovered and there was no reported patient injury. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was no vessel tortuosity. The device was prepared and used in accordance with instructions for use (IFU). The device was opened in a sterile field. There were no visible signs of device/package damage prior to use. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. 194812-1: the product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open and syringe attached to the device. The sealant remained in manufacturing position, exposed to blood. The procedural sheath was not returned with the device. It was noted that the balloon was fully deflated, and that there was crystallized residual fluid in the balloon and inflation tubing of the returned device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and significant resistance was felt. After multiple attempts to inflate the balloon, the balloon was not able to inflate due to the dried crystalline saline. All attempts to fully inflate the balloon were exhausted. Per microscopic analysis, visual inspection at high magnification showed heavy crystallized residual fluid in the inflation tubing and in the balloon of the returned device, which may have caused the device lumen clog, and the balloon to not inflate at all during functional analysis. The balloon was inspected for cuts/tears/ruptures, and none were observed. No lot number was provided therefore a product history record (phr) review could not be generated. 194812-2: the product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The syringe was not attached to the device. The sealant remained in manufacturing position, exposed to blood. The procedure sheath was not returned with the device. It was noted that the balloon was fully deflated, and that there was crystallized residual fluid in the balloon and inflation tubing of the returned device. Per functional analysis, inflation/deflation test was performed on the balloon of the returned device, and significant resistance was felt. After multiple attempts to inflate the balloon, the balloon was not able to inflate due to the dried crystalline saline. All attempts to fully inflate the balloon were exhausted. Per microscopic analysis, visual inspection at high magnification showed heavy crystallized residual fluid in the inflation tubing and in the balloon of the returned device, which may have caused the device lumen clog, and the balloon to not inflate at all during functional analysis. The balloon was inspected for cuts/tears/ruptures, and none were observed. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned devices. The exact cause of the reported events could not be conclusively determined. Based on the condition of the returned devices, a complete evaluation could not be preformed. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to fill the balloon with a 50/50 ratio of saline and contrast. Filling the balloon with thick contrast may have contributed to the reported events. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.